Event description:
It was reported that shaft break occurred. The 90% stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.5 x 12mm non-compliant balloon catheter. A 2.75 x 20mm synergy xd drug-eluting stent was used for treatment. However, the physician had difficulty to negotiate the bend of the lesion and noticed that the shaft was broken. The device was then simply pulled out and completely removed. The procedure was completed with a non-boston scientific device. There were no patient complications reported, and the patient has fully recovered post-procedure.